Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that his lead was removed and replaced on this left side in 2008, when the original lead was removed he had a seizure. He has a new lead in and no other issues. No further complications were reported/anticipated.